Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. It was also reported that the fill estimate gauge decreased from 180 units to 120 units and then back to 160 units of insulin within minutes. Customer reported an elevated blood glucose (bg) level above 300 (mg/dl) but declined to state how bg levels were addressed. Customer declined to troubleshoot or provide any further information on the reported event but indicated that an alternate pump would be used for diabetes management.